Event description:
It was reported during a routine follow up appointment, upon interrogation a message appeared on the screen and the pacemaker was found to be in safety mode. At the previous clinic device check, the remains battery longevity showed 3 years remaining. The physician reported that the patient will be scheduled for a device revision in the near future. The device remains implanted. No adverse patient effects were reported. New information has been received that a revision procedure has not been completed. The physician reported due to chronic medical issues, device replacement would need to be rescheduled. Device remains implanted.

Manufacturer narrative:
This device remains implanted. As such analysis cannot be completed at this time. At this time no further information concerning this report is expected, and we consider our investigation is complete. This investigation will be updated should further information be provided.